Event description:
The user facility reported that two employees obtained a burn and a rash on their stomach and forearms after contacting prolystica 2x concentrate enzymatic presoak and cleaner. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
A steris sales representative was informed that the employees were not wearing proper ppe at the time of the reported event, specifically gloves, protective clothing, and eye and face protection. The employees subject of the reported event received a copy of the safety data sheet (sds). The safety data sheets states to wear protective gloves, protective clothing, eye and face protection. In case of inadequate ventilation, wear respiratory protection. If on skin, wash with plenty of soap and water. If irritation occurs, get medical attention. The safety data sheet further states, first aid measures after skin contact - "immediately flush skin with plenty of water for at least 15 minutes. Remove immediately all contaminated clothing. Rinse skin with water. Get medical advice/attention." User facility personnel were counseled on the importance of wearing proper ppe, specifically wearing proper gloves, protective clothing, eye and face protection. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.